Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was partially abandoned due to high pacing threshold. Moreover, an attempt to extract the lead but lead was shredded and lead tip remains in. Additional information was received indicated that removal difficulty was met during the procedure. A new lead was placed. No additional adverse patient effects were reported.